Manufacturer narrative:
It was indicated the product would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. During the revision procedure, insulation damage was noted. There were no additional adverse effects reported.